Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test due to failed earth leakage verification. This was a rite (returned instrument testing evaluation) test failure; no patient was involved.

Manufacturer narrative:
(B)(4). Normal measurement: 9984.0 microamp (specifications are low limit: 4.0 high limit: 300.0 microamp); fault norm measurement: 9984.0 microamp (specifications are low limit: 4.0 high limit: 500.0 microamp); fault rev measurement: 9984.0 microamp (specifications are low limit: 4.0 high limit: 500.0 microamp) external inspection failed due to fluid intrusion. The fluid intrusion caused the pump assembly to malfunction and create an open circuit within the pump assembly preventing it from activating resulting in the earth leakage. Assignable cause for the rite failure of earth leakage was determined to be caused by a malfunctioning pump assembly due to fluid intrusion. Device will be identified to be scrapped.